Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient's body rejected the device. Nevro attempted to obtain additional information regarding the nature of the issue but was unsuccessful. The device was removed and there have been no reports of further complications regarding this event.